Manufacturer narrative:
The company rep observed multiple "auto fill failures" alarms in fault log and also a 'blood detected' alarm but was unable to duplicate the reported problem. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp wasn't displaying the fiber optic balloon pressure. The pt was switched to another iabp and therapy was continued. No pt injury was reported.